Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller was connected to monitor and the monitor not recognize controller. A second monitor was connected and the controller was still not recognized. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. Controller (B)(4) was returned to the manufacturer for evaluation. A visual inspection was performed of the suspect controller finding a damaged max251esd ic transceiver u17 for rs-232 communication on power board. This issue is suspected to be caused by higher esd transient (air or contact) that the tvs (transient voltage suppressor) failed to withstand. The transceiver u17 max251esd is known to be esd sensitive and requires adequate protection. The root cause of the reported "data transfer error" can be attributed to a faulty component on the controller communication board as a result of esd. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that the patient's controller was connected to the monitor and the monitor did not recognize controller. A second monitor was connected and the controller was still not recognized. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.